Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to recessed usb pins. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 19 occurred during bolus delivery. The customer's blood glucose (bg) level was 593 mg/dl and was addressed via a manual injection. Reportedly, customer experienced pain and nausea as a result of the hyperglycemia. Reportedly, customer reverted to manual injections for alternate insulin therapy.